Event description:
It was reported that a patient notifier stating hvli out of range was observed. The physician re-opened the pocket in 2008, and found the setscrew to be loose. The setscrew was tightened and the system remains implanted.

Manufacturer narrative:
No medwatch form was received.